Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was positioned and fixed in the right atrial appendix and high impedance was observed, along with a suspected lead fracture. It was noted all other measurements, including threshold and sensing, yielded unusual results and the ra lead was explanted and replaced. No patient complications have been reported as a result of this event.